Event description:
Our rep is reporting to us that during an arthroscopic knee procedure with the use of a rigidfic cross pin kit for fixation, the trocar somehow became bent and hit the guide frame, resulting in some metal debris being deposited into the pt's joint space. The debris was easily removed from the body and the procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.